Event description:
It was reported that the user experienced scan errors with a libre 3+ sensor, with unsuccessful attempts to pair two sensors, and was advised to use backup therapy; after deleting and reinstalling the app, the original sensor began scanning and entered warm-up, consistent with intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent communication failure and implicated antenna component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and successfully able to scan the sensor.